Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that he had high blood glucose value. Customer's blood glucose value was in the range of 400mg/dl. Insulin pump will not be returned for analysis.